Event description:
On(B)(6) 2025, the user reported frequent overnight low blood glucose (bg) events, with readings dropping into the 50 mg/dl and as low as 39 mg/dl. The user had disconnected the ilet five days prior and used multiple daily injections (mdi) as backup therapy. The agent guided the user through a full supply change and reconnection to the ilet, after which insulin delivery resumed successfully. The lowest blood glucose (bg) recorded was 39 mg/dl. Bg was corrected through mdi and resuming insulin delivery. Symptoms included tiredness and annoyance from frequent overnight lows. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.